Event description:
Information received by medtronic indicated that the transmitter and glucometer was not connecting to pump. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version = 2.9d. Retainer ring = missing. Customer returned pump for alleged transmitter pump no communication found (B)(6) 2019. Pump was successfully connected to through troubleshooting with customer. Pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, and self test. Unable to perform displacement test, occlusion test, and displacement accuracy test. Pump failed sleep current test, problem isolated to the pcba 2. Pump was cut open for visual inspection and found no physical and moisture damage on electronic assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Pump received with missing retainer. Pump received with high sleep current, problem isolated to the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.